Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted there was a stylet received in the lead. The lead was able to be passed through a 7 fr introducer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant there was a ¿white fiber¿ on the tip of the electrode of the right atrial (ra) lead. A different ra lead was attempted and difficulty placing the lead was experienced, as the lead fell out of position twice. A different ra lead successfully implanted. No patient complications have been reported as a result of this event.